Event description:
Hair inside syringe.

Manufacturer narrative:
Pr 9241297 follow up MDR for device evaluation:one photo was provided to our quality team for investigation. Upon visually inspecting the photo, a hair was observed inside the syringe. A device history review was performed for the reported lot 2306727, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement device problem code:(B)(6) - device contamination with chemical or other material

Event description:
Hair inside syringe